Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 24 x 2.50mm promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.